Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer was instructed to reset the pump to resolve the issue. Multiple attempts were made by tandem technical support to continue troubleshooting, however no response was received. Customer¿s blood glucose level was 310 mg/dl.